Event description:
It was reported that the pulse generator exhibited auto mode switches and noise reversion. The noise could be reproduced with isometrics. A chest x-ray was performed an no anomalies were noted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.